Event description:
The pt was implanted with a hakim precision valve dainage system. The valve was explanted. The surgeon expressed concern that there had been some confusion as to where the peritoneal catheter should be connected, because of the slits on the valve. The explantation was due to split in the silicone catheter portion of the device.

Manufacturer narrative:
Visual inspection found the valve was returned with the peritoneal catheter with only 6 slits at the end of the catheter. The missing slits were on the 3cm of the peritoneal catheter cut but not returned, 4cm of catheter was also connected to the inlet vlave. Cuts were observed on the returned catheter, the splits were the result of the use of a sharp tool. The edge of the cuts were found to be smooth and straight. A pull test was performed on the returned portion of the catheter and the results were found to be within spec. Therefore the product is considered to have conformed to spec at the time of use. At this time, jjpi considers this file closed.